Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large amount of air bubbles were noted in the infusion set line. The customers blood glucose (bg) level was impacted 327 mg/dl. The customer took a correction bolus to stabilize bg level. The customer performed fill tubing prior to contacting tandem technical support and continued to see air bubbles. Troubleshooting with tandem technical support was performed.